Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off in injection site during use with a bd pen ndl 29ga 12.7mm. The following information was provided by the initial reporter: consumer stated that a needle broke off into the injection site during injection. Consumer contacted his doctor and was advised to call bd, no medical intervention, needle was not removed. Consumer was looking for medical advice, I told him that I am not a medical professional and he should contact his doctor to further address his concerns.